Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot(s) met all pre-release specifications. Additional device: pxa280300/(B) (4).

Event description:
On (B) (6) 2009, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B) (6) 2009, an aortic extender was placed to treat a proximal type I endoleak. The device moved proximally during deployment and had to be pulled down with a coda balloon. The type I endoleak was resolved, however, and the renal arteries were patent. The patient tolerated the procedure well. The type I endoleak was attributed to the device being placed in a short aortic neck of < 15 mm. A type ii endoleak was also identified.